Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported a leak; subsequently, blood loss was noted. The patient was receiving tpn via the plumset and an unspecified tubing set through an umbilical vein. After an unspecified length of time, blood was found leaking from the clave-y-site. The amount of blood loss was unspecified. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information provided.